Event description:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial and final reports were forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial and final reports were forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown humeral tray lot #: unknown. Item #: unknown, unknown humeral stem lot #: unknown. Item #: unknown, unknown humeral bearing lot #: unknown. Item #: unknown, unknown glenoid baseplate lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02267, 0001825034 - 2021 - 02268, 0001825034 - 2021 - 02269, 0001825034 - 2021 - 02271.

Event description:
It was reported that the patient had a left reverse shoulder arthroplasty on an unknown date. The patient had a revision surgery due to infection and bone loss, were unknown devices were removed on an unknown date. Attempts have been made and no further information has been provided.